Event description:
International customer reported that a pt presented with bleeding one day following an aortic aneurysm repair. The pt was returned to surgery for repair. The surgeon reports that the suture was broken. The pt subsequently expired.

Manufacturer narrative:
Result code: unused representative samples were visually examined, then tested for knot-pull and straight pull tensile strength. No visual non-conformances were identified. The samples passed all requirements for tensile strength. Conclusion code: no failure detected, and the samples met all tensile strength requirements. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria.